Event description:
The user facility reported that the tube of the lens cleaning sheath was torn during a therapeutic laparoscopic cholecystectomy procedure, and the distal tip fell off into the pt's body cavity. The physician recovered the distal tip with an unk instrument via the incision site. The pt was said to be doing well following the procedure.

Manufacturer narrative:
Olympus followed up on this matter and the physician acknowledged that the distal tip fell off after the lens cleaning sheath tube became stuck at the end of the trocar end when withdrawing the endoscope with the sheath attached. The device referenced in this report was returned to olympus for eval. The evaluation confirmed the presence of a complete circumferential tear in the tube of the cleaning sheath, and that the distal tip had separated from the device. Olympus concluded that the separation of the distal end of the lens cleaning sheath was related to physical damage. This damage likely occurred when the device became lodged at the end of the trocar and the physician withdrew the videoscope. The original equipment MFR (OEM) determined that the user failed to follow the labeled instructions for use of the subject devices. The OEM has determined that all users should be sent a reminder letter on the correct usage of the videoscope and sheath, and the need to inspect the sheath in advance of USA, to prevent further recurrences of this event. See also MFR # 8010047-2010-00121. Olympus america inc is submitting mdrs on behalf of (B)(4).